Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Patient weight is unavailable. No parts were returned for product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there was an alleged inaccuracy. The screws were placed medially. It is unknown how much trajectories were deviated. During operation, the surgeon chose not to confirm the placement of screws. It was believed that, it wasn¿t until the two week post op when images were taken. The manufacturer representative believed the cause was from soft tissue pressure and unilateral retraction pushing trajectories medial. There was no patient harm and the procedure was delayed less than one hour.